Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes there was a low draw. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: during blood collection in outpatient blood collection room. Defect: low draw. Quantity: 1 piece. Effects: no effect on patients and users.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes there was a low draw. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: during blood collection in outpatient blood collection room. Defect:low draw, quantity: 1 piece, effects: no effect on patients and users.